Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center on july 29, 2015. The internal battery operating time was 15 minutes. The battery is under warranty and was replaced to correct the reported issue. This complaint was included in a two-year retrospective complaint review.

Event description:
It was reported by the customer that the battery operating time was short. There was no additional information provided from the customer.